Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: v072260, implanted: (B)(6) 2008, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-dec-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had a fall and since then efficacy had not been good. The patient was also able to increase stimulation a lot higher then typical before feeling any stimulation. The patient denied any x-ray or reprogramming and impedances checked prior to revision were all normal. The lead was removed intact, without issue, and a new lead was implanted on the left side. The issue was noted to be resolved and no further patient complications are anticipated or expected as a result of this event.